Event description:
According to the reporter, during a total gastrectomy with esophagectomy procedure, the insertion into the esophagus of the device brought with it the temperature probe (very thin wire) that the anesthetist had placed and had rested higher up above the esophagus. The device was deployed as per normal process for this procedure, the insertion tube and anvil was lubricated, there was some resistance to inserting device all the way down but this was easily overcome by the anesthetist. The anesthetist had removed the og tube prior to insertion. A medical intervention was needed - the surgeons had to re-enter the surgical site to remove a temperature probe which was caught in the device's staple line. The procedure was extended by 90-120 minutes.